Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was programming a temporary basal, pressed the down button on the insulin pump, and it began delivering (B)(4) of her basal rates. The customer was able to catch this and suspend the insulin pump to stop the delivery and reprogram the temporary basal rate correctly. She had received a safety notification letter regarding the scroll wrap feature and requested a replacement pump. The customer's blood glucose at the time of reporting the issue was 117 mg/dl. Nothing further reported.